Manufacturer narrative:
Corrected e2.

Event description:
The customer reported failed preventive maintenance.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(4) was performed from 03/29/2019 to 08/30/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported failed preventive maintenance.